Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff allegedly noticed that the large suturecut needle driver instrument had a broken wire at the distal pivot end. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a broken wire at the distal pivot. One grip close cable was found to be broken near the proximal pulleys and proximal clevis cable hole. The cable segment was found to be sticking out at the wrist. The idler pulley was observed to spin freely and did not exhibit damage. Engineering evaluation also found wearing at the proximal clevis. The proximal clevis cable hole was found to exhibit wear on one edge. Other cables at the instrument's wrist were not damaged. Engineering evaluation concluded that the wear on the hole might have contributed to the cable breakage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable if to recur could cause or contribute to an adverse event.